Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented for the prophylactic removal of the implantable cardioverter defibrillator following the advisory notification. Although there was no allegation of a product malfunction, the device was explanted and replaced. There were no adverse patient consequences reported.